Event description:
It was reported that the nurse clamped off the line to change IV bag then forgot to remove the clamp. Pump did not detect an upstream occlusion. The pt had just delivered her placenta and the pitocin was started to help the uterus contract in order to minimize the bleeding. When the bleeding continued cytotec medication was given rectally. This would not have been needed if the pitocin had actually been running and was controlling the bleeding. When the bleeding did not slow after the cytotec, the nurse then rechecked the pitocin infusion to determined how much she had received. It was at this time that the customer realized that although the pump was running at bolus 999ml/hr, no fluid had left the bag. The physician was informed and the green clamp above pump was opened and infusion started. Pt bled more than she would have and her vaginal repair was delayed due to the bleeding. The pt was doing fine as of (B)(6) 2011. The date of the event was not provided by the customer.

Manufacturer narrative:
(B)(4). It was reported that the pump did not detect an upstream occlusion. The customer did not provide the date of the reported event. A review of the history log's last infusion segments of pitocin (in the customer's drug library as oxytocin) occurring on (B)(6) 2011 indicated the pump experienced multiple upstream occlusion alarms occurring at 15:11 (two alarms), 16:21, 16:23, 17:39 (two alarms), and 17:40 gmt. The history log also indicated that at 15:11 and 17:40 gmt the user ignored upstream occlusion alarms. The customer reported that the unit was running at a rate of 999ml/hr, therefore sigma tested upstream occlusion detection by creating an occlusion at 1" above the pump to simulate a closed slide clamp. Occlusions were separately created three times with the unit always detecting the occlusions. An additional upstream occlusion test was performed in accordance with the spectrum service manual with the unit passing. The reported symptom could not be reproduced.